Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The additional evaluation revealed that the holding sleeve shows a deformation of the first thread and that a large part of the prime lock interface is broken off the pedicle screw. The reported damages may be abscribed in high probability to an insufficient tightening of the holding sleeve in the primelock thread and/or some unfastening of the prime lock connection when screwing in the screw due to increased friction between outer and inner holding sleeve. The article has been manufactured in compliance with specifications.

Event description:
It was reported that the first turning on the screwhead sheared off. This is report 1 of 1 for complaint (B)(4).